Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this pacemaker went into safety mode. Technical services (ts) advised device replacement immediately. The device remains in use. No adverse patient effects were reported. Additional information was requested from the health care professional (hcp) multiple times. However, no response has been received from them. Should any additional information be received, a supplemental report will be sent.